Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital; (B)(6) hospital. The cobas 6000 c501 module analyzer's serial number is (B)(6). The calibration and qc were acceptable. The field service representative performed adjustments, checks, and fixed the rinse arm assembly. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 12.54 mmol/l, and the repeated result was 4.14 mmol/l. The sample was repeated because the result did not match the patient's clinical condition. The repeated result was believed to be correct.